Manufacturer narrative:
Result: post tube assembly.

Event description:
It was reported by service report that the retaining post tube was broken. No pt involvement or adverse consequences are reported.